Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 had failed and was unable to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the half height drawer 3-1 failed, pockets not on bus. A field service engineer (fse) replaced the drawer retractors, ran diagnostics, tested the drawer and all pockets, recovered the drawer, and confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.